Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttc and lot number, 108761331 combination found no related information. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a left tka on (B)(6) 2014. On (B)(6) 2015, patient had a right tka revision surgery due to tibial loosening. During the revision the tibial tray ar-503-tttc (lot 108761331) was explanted along with the following original implants: femoral implant ar-503-pslc (lot 013409), tibial bearing implant ar-503-bc09 (lot 113601232), patella implant ar-504-psb8 (lot 113601235). Procedure was completed using another manufacturer's products. Explanted devices were discarded by the facility and are no longer available to return for evaluation.